Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of needing assistance with carelink.  Customer mentioned that their blood glucose was 450mg/dl, but declined to troubleshoot for this. Troubleshooting was performed and assisted customer with carelink. No further assistance was necessary.